Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 25mm amplatzer pfo occluder was chosen for procedure on (B)(6) 2022. Sizing of the defect was done by transesophageal echocardiogram (tee). Prior to releasing the device, a tug test was completed and had passed. After the device was released into the patent foramen ovale (pfo) defect, a bubble test with valsalva maneuver was performed. After the test, the physician noticed the device did not completely seal the pfo defect, the right disc was not covering the septum. It was thought that the device moved slightly after the valsalva test. In order to avoid the risk of device embolization, the physician tried to recapture the device with a snare, which was unsuccessful. The patient was scheduled for coronary artery bypass graft on (B)(6) 2022, therefore the attempt to remove the occluder was aborted, as it was decided to have the device removed and the pfo repaired by the surgeon. The 25mm amplatzer pfo occluder was removed on (B)(6) 2022 and the pfo was surgically repaired. The patient remained hemodynamically stable throughout the procedures. There was no clinically significant delay in the procedure. The patient was noted to be stable.

Manufacturer narrative:
An event of the device did not completely seal the defect and migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.na

Event description:
N/a.